Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 496 mg/dl at the time of incident. Customer treated with manual injection and last blood glucose was 460 mg/dl. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.